Event description:
Pt was receiving speech and sustained possible pacemaker interference. Skilled nurse observed therapist sit pt in chair at the table to eat their breakfast and noted right leg positioned behind therapist with pt unable to move. Made therapist aware and therapist straightened leg. Pt became significantly pale and nonresponsive with eyes open and flat affect. Pt very diaphoretic unable to obtain b/p carotid faint. 911 initiated.